Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited intermittent loss of capture on the ventricular channel in an auto mode switch episode via merlin.net transmission. Further evaluation was discussed. The patient experienced palpitations, shortness of breath and was not feeling well. The patient will continue to be monitored.